Event description:
It was reported that the patient had a recent device replacement procedure and subsequently an alert was triggered for high lead impedance in the high voltage coils. A real time measurement revealed impedance values within the expected range and it was indicated as an intermittent issue. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead implanted: 2013 (B)(6). (B)(4).